Manufacturer narrative:
(B)(4) initial implant, system included rns neurostimulator and two depth leads (both dl-344-10, port 1 left mesial temporal, port 2 right mesial temporal)

Event description:
The patient reported experiencing moderate photopsia during therapy testing. The patient reported that the flashes of light started at the time of rns implant and associated stimulation. Stimulation parameters were adjusted however it did not resolve the photopsia. Programming settings were returned to the original settings as the patient reported that she was able to tolerate the photopsia.